Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported stim has not been working for about 5-6 months according to the patient. Caller stated they requested on 6/3 that patient meet with mdt rep to have the "cord" checked. Caller stated device removal and replacement was initiated in 2024 but they wanted to have patient meet with rep for interrogation as it had been so long. Caller stated sometimes they only replace ins and sometimes they need to replace the lead and therefore, patient needs to meet with rep to determine what needs to be replaced. Transferred to national answering service.